Manufacturer narrative:
Company representative evaluated the system and repaired the telepacks which resolved the reported issue.

Event description:
Customer reported issues with the panorama central station's ambulatory telepacks, which may have resulted in loss of telemetry monitoring. No patient injury was reported.